Manufacturer narrative:
(B)(4). This incident was reassessed based on add'l info rec'd and determined to be MDR reportable as a serious injury.

Event description:
Procedure type: low anterior resection. According to the rptr: no staples were deployed after the device was fired. A new stapler was used to complete the case. There was no tissue damage, however, the operating room time was extended over 30 mins. No pt injury was reported.